Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. A hair was found on inner product packing. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative sample was returned for evaluation. Microscopic visual inspection was performed and one loose suture was found extending through the seal area.